Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a notifier. Upon interrogation it was noted that the right ventricular lead exhibited high impedance. The patient was seen in clinic. High impedance readings were not reproducible with isometrics and pocket manipulation. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
New information states that 3 more measurements for high impedance were noted. Sensing, high voltage impedance and threshold was found to be in normal range. No noise was seen. An asymptomatic patient was seen in clinic. Noise could not be reproduced through isometrics or pocket manipulation. Patient will continue to be monitored.